Event description:
It was reported that during a coil embolization of aneurysm, the coil was positioned for desirable placement. The coil became stuck within the microcatheter, stretched and could not be withdrawn. The coil was removed using a snare device successfully. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant stretched, broken at proximal with the marker band attached to the pusher. No indication using a detachment controller was found on the pusher's heater coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment and stroke as potential complications associated with use of the device.